Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. The customer treated with manual injections. The customer stated that she went to bed and woke up with high readings. The customer mentioned issues with insulin going through the cannulas. The customer did not mention bent cannulas. The product was not returned for analysis.